Event description:
The customer reported that the system locked up. This resulted in inconvenience, but no data was lost. Functionality was recovered with a reboot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos cpu was evaluated and replaced. The software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.